Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that 10 months post implant of this annuloplasty ring, the ring was explanted and replaced with an unknown device. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Explanted date added. If information is provided in the future, a supplemental report will be issued.